Event description:
It was reported that this pacemaker system was found to exhibit high out of range pacing impedances, oversensing noise, and pacing inhibition on both the right atrial (ra) and right ventricular (rv) leads. The health care professional (hcp) called technical services (ts) and requested review of the stored data. Upon review, ts noted that the rv and ra leads high out of range pacing impedances measured greater than 2000 ohms with the rv lead triggering a lead safety switch (lss). Ts also noted noise on both leads and was unable to confirm if the noise was due to a lead issue or myopotential oversensing. Ts discussed possible causes and recommended further in clinic evaluation with isometrics and xray considerations with the hcp. At this time, the pacemaker system, ra and rv leads remain in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that a revision procedure was performed. This right ventricular (rv) lead was surgically abandoned due to noise and suspected fracture. A new lead replacement was implanted successfully. No additional adverse patient effects were reported. Additional information was received from the field representative that reported that lead noise was identified on both right atrial (ra) and right ventricular (rv) lead channels and stored in latitude events. The physician was unable to identify and locate fracture on both the leads. Additionally, a lead safety switch was triggered due to loss of capture (loc) on the rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was found to exhibit high out of range pacing impedances, oversensing noise, and pacing inhibition on both the right atrial (ra) and right ventricular (rv) leads. The health care professional (hcp) called technical services (ts) and requested review of the stored data. Upon review, ts noted that the rv and ra leads high out of range pacing impedances measured greater than 2000 ohms with the rv lead triggering a lead safety switch (lss). Ts also noted noise on both leads and was unable to confirm if the noise was due to a lead issue or myopotential oversensing. Ts discussed possible causes and recommended further in clinic evaluation with isometrics and xray considerations with the hcp. At this time, the pacemaker system, ra and rv leads remain in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that a revision procedure was performed. This right ventricular (rv) lead was surgically abandoned due to noise and suspected fracture. A new lead replacement was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was found to exhibit high out of range pacing impedances, oversensing noise, and pacing inhibition on both the right atrial (ra) and right ventricular (rv) leads. The health care professional (hcp) called technical services (ts) and requested review of the stored data. Upon review, ts noted that the rv and ra leads high out of range pacing impedances measured greater than 2000 ohms with the rv lead triggering a lead safety switch (lss). Ts also noted noise on both leads and was unable to confirm if the noise was due to a lead issue or myopotential oversensing. Ts discussed possible causes and recommended further in clinic evaluation with isometrics and xray considerations with the hcp. At this time, the pacemaker system, ra and rv leads remain in service. No additional adverse patient effects were reported.